Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a damaged air detector was found. The air detector was replaced to fix the issue.

Event description:
The device was returned due to the device failing the volume test (18.8-21.2 ml) with values of 18.195, 18.105. The results of the investigation found that the device's air detector was damaged. There was no patient involvement.